Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore and assignable root cause was not determined. However, during evaluation, it was observed that the device functioned properly, but the triggers jammed. After the triggers were serviced, the device functioned properly and passed all functional specifications. The assignable root cause was determined to be due to normal wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device stopped working. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.